Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was plugged into a computer and an application failure occurred. The customer had not been using the pump for insulin therapy and there was no adverse impact. Customer continued to use an alternate method for insulin therapy.